Event description:
Prior to a treatment procedure to place a greenfield vena cava filter, the filter deployed prematurely. This event occurred outside the patient's body, and was not used during the procedure. Requests for additional information regarding this complaint have been unsuccessful.